Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm was noted. The pump had cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 600 mg/dl. The customer stated that the motor error occurred when she changed the infusion set. The customer stated that the pump was not exposed to a strong magnetic field or MRI. The customer stated that she was unable to rewind. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.